Event description:
There was a complaint of questionable elecsys hcg+beta results for 1 patient tested with a cobas 8000 e602 module. A questionable result was reported outside the laboratory. The doctor questioned the low result (first repeat) which prompted a repeat. The patient's sample was repeated for a third time on another instrument. The patient¿s initial result was > 10,000 miu/ml and flagged in the customer¿s middleware; the first repeat was 0.573 miu/ml, the second repeat was 24067 miu/ml, and the third repeat was 26935 miu/ml. The customer believes the third repeated result to be correct and reported it out. This result was confirmed by the physician. The elecsys hcg+beta reagent used was lot 55103600 and had an expiration date of 31-oct-2022.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2022 and met acceptance criteria with no alarms. The qc provided for the afternoon of the event showed one out-of-range qc. The customer stated their qc was acceptable on the day of the event. The investigation was unable to confirm based on the provided information. No conspicuous events were identified during a review of the alarm trace data. The field service engineer (fse) performed checks and the customer ran calibration, qc, and reran the complained sample with no errors. The fse found no cause for the issue. The investigation did not identify a product problem. The cause of the event could not be determined.